Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately right after the permanent implant procedure from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI upn: m365sc8416500, model: sc-8416-50, serial: (B)(6), batch: 7071399, UDI: (B)(4).

Event description:
It was reported that patient was not able to get enough pain relief from the spinal cord stimulator (scs) device. It was noted also that patient had difficulty charging the implantable pulse generator (ipg). The patient underwent a spinal cord stimulator (scs) device explant procedure where in all devices were removed and nothing will be return.